Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The universal drill guide (udg) was returned to the manufacturer for evaluation. Testing found that the tube for the udg was detached from the handle. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the universal drill guide (udg) was damaged. There was no patient present when this issue was identified.